Manufacturer narrative:
(B)(4). Visual inspection revealed that the distal tip showed evidence of being severely elongated. The elongated condition of the coil suggests that the distal region of the specimen was constrained during the clinical attempt. The core wire exhibited evidence of being fracture approximately 3.5 cm proximal from the distal section. Except where noted, the specimen appeared to be visually correct. No other damage or inconsistencies were observed to this specimen. Both the distal and proximal fracture sites were submitted to the sem lab for further analysis. The sem conclusion states that the fracture occurred due to a tensile overload. Both the distal and proximal wire (B)(4) adjacent to the fracture sites measured 105 microns or .0041". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during preparation for an unspecified treatment procedure, tip damage occurred. The lesion was located in the superficial femoral artery. When the 035/260 magic torque guide wire was being removed from the packaging, the device was pulled out by the tip and it unraveled. There was no patient contact. The procedure was completed with another 035/260 magic torque guide wire. No patient complications were reported and the patient's status is ok. However, the returned product analysis revealed that the tip was fractured.